Event description:
It was reported that the blue load of 60mm presented irregular functioning with the lack of suture throughout the lateral load. Compromising and causing complete opening of the gastric border. No patient consequences reported. No further information is available.

Manufacturer narrative:
(B)(4). Batch # unk. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. 1. Could you please provide more details how issue was addressed? 2. Could you please clarify if there were any patient consequences? 3. Could you please clarify if was any change in the post-operative care of the patient as a result of the event? A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). Date sent: 03/15/2023. D4: batch # 730a00 investigation summary: the product was returned for evaluation. Visual inspection was conducted on the returned reload. Visual analysis of the returned sample determined that one ecr60b reload was received for analysis and reload body was noted to be damaged. The reload was received with the right side fully fired, the left side partially fired 1/4. Upon evaluation of the reload, the reload body, one-piece sled, and some drivers were noted to be damaged. No obvious damage to the reload deck was noted, which suggests the reload, may not have been fired over a hard object. No functional test could be performed due to the condition of the reload. The damage to the one-piece sled has been correlated to the design. A manufacturing record evaluation was performed for the finished device batch number 730a00, and no non-conformances were identified.